Event description:
It was reported that during deployment of the device, only 50% of the stent graft was able to be deployed. The physician made several attempts to completely release the stent graft; however, it would not deploy any further. The physician was able to remove the delivery system with the stent graft partially deployed. The procedure was completed using two other smaller stent grafts. There was no report of injury to the pt. The procedure included treatment of a recurrent stenosis in a fistula in the patient's right forearm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been received at the manufacturing site and is currently being evaluated. Based on the info known at this time, the results are inconclusive and the root cause of the event is unk. This application represents off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.